Event description:
Customer reported no video on monitor. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system but has not yet corrected the problem. This MDR is related to ge healthcare complaint number.